Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation, scope communication error (e216) a root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue is traced to component failure. Additionally, the most probable cause of the scope communication error (e216) identified during investigation was due to corrosion of switch contacts and resulting in temporary signal disruption, which resolved after aeration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the colonovideoscope had a scope communication error (b30) along with fuzzy image and no image. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.